Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 51 mg/dl, 179 mg/dl and 167 mg/dl. The customer had been using the insulin pump within 48 hours of low blood glucose level event. The customer treated low blood glucose level with food, juices and candy. The customer reported that she did not get any warning when she had high blood sugars or low blood sugars. The customer reported that they also experienced gastroparesis as a symptom. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The insulin pump was on auto mode at the time of the incident. The customer did not allege the insulin pump for over delivery. The customer declined troubleshooting for high and low blood glucose level. The devices will not be returned for analysis.